Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.

Event description:
It was reported that after a da vinci-assisted sacrocolpopexy procedure, the patient experienced a bowel obstruction on postoperative day one and required a subsequent procedure. There were no robotic related complications that occurred intraoperatively. The procedure was completed as planned. On postoperative day one it was identified that the patient had a bowel obstruction. A subsequent exploratory laparotomy was performed by a general surgeon where a hole in the mesentery was found next to bowel causing the obstruction. A bowel resection was performed. The patient is recovering well and is currently discharged home. During the review of the video, the surgeon identified how the bowel injury occurred. There was no allegation that any robotic related instrument contributed to the event. The surgeon reported that they had swept the bowel with an instrument off-screen that created the injury.